Event description:
Obtaining back-to-back blood glucose results of 157 mg/dl and 26 mg/dl, while using the suspect device. Patient indicated that no action was taken based on these results. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.